Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) had horizontal lines on the screen and the pumps stopped working. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative could not duplicate the reported issue. He observed in the data logs a 'data communication error' on 31mar2022. He replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
Additional information stated that the issue occurred during setup of the device for a cardiopulmonary bypass (cpb) procedure. As a result, there was a delay to the start of the procedure. Per clinical review: on 31mar2022, the team at had a problem with their heart lung machine (hlm) whereby the central control monitor (ccm) screen had horizontal lines on it. The manufacturer's sales associate stated that the ccm failure had occurred during setup, and the hlm was changed out before bypass, hence resulting in the delay to the start of the procedure. The surgery was then completed successfully with no blood loss, and no adverse event.

Manufacturer narrative:
Updated blocks: b5 and h6 the reported complaint was confirmed. During testing of the device at the service center, the service repair technician (srt) installed a screen saver to address the reported complaint. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment and powered it on. The ccm ran for 25.97 hours with no observations of lines on the screen or the pumps stopping. It was determined that the ccm met specification. Per data log review: on 31mar2022 the system was powered up. At 12:04:40 pm the local area network/interface board (lan/if) reported a data communications error (semaphore error) but continued to function. At 12:05:02 pm a perfusion screen was opened. At 03:32:36 pm the ccm stopped logging. At 03:33:25 pm the lan/if reported data communications error (half full warning followed by overflow error). This is consistent with a ccm freeze while the lan/if was still functioning. There is no way to tell if the lines were displayed on the screen from the log but the log confirmed the ccm stopped functioning. Usually this will cause the screen to freeze and will no longer allow pump control as reported. The log confirms the complaint.